Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer's issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Sensitivity was also evaluated by testing two commercially available seroconversion panels, zeptometrix hiv 9016 and hiv 9018. The product lots detected the same bleeds as(B)(6) as historical architect hiv test results provided by zeptometrix. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process.

Event description:
The customer observed (b)(67) results while using the architect hiv ag/ab combo reagents. The following data was provided. Sid (B)(6) initial (B)(6), repeat (B)(6), repeated in another laboratory (B)(6). Other methods were (B)(6) including vidas ((B)(6), elfa (B)(6), and western blot reported gp160 and gp120 indeterminant. Pcr method was (B)(6). No impact to patient or donor management was reported.